Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient, fast study a4099, was hospitalized due to low b12 levels. The patient was discharged with b12 injectables and was stable.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7077658. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7078747.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient, fast study a4099, was hospitalized due to low b12 levels. The patient was discharged with b12 injectables and was stable.